Event description:
A consumer reported seeing dark area in his peripheral vision following bilateral intraocular lens (iol) implant surgery. At the request of the consumer, the surgeon was not contacted. There are two medical device reports for associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. This report was mailed to FDA on: 06/12/2009.